Manufacturer narrative:
Examination of the internal components of the switch revealed that a resistor had shorted, but we were unable to determine the cause. We will continue to investigate this issue with our supplier.

Event description:
It was reported the switch-case began to emit sparks.